Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that crossing difficulty was encountered. A 12mm x 2.5mm quantum maverick balloon catheter was selected and advanced to dilate the unspecified target vessel but was unable to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft break.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter with a quantum maverick shelf box. The batch number on the returned packaging and device matched the reported batch number. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. There was a complete hypotube fracture 39cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There multiple kinks throughout the hypotube and shaft of the device. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or reported crossing difficulty. Crossing difficulty cannot be confirmed via returned device analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).